Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported issue with 3 fr introducer upon insertion. From placer "I saved because it felt funny pushing it through the tissue, and when I broke the gray part it looked frayed¿. The event did not involve an urgent situation, the wire did not break or retain in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be use related. The product returned for evaluation was one 3.5 fr microintroducer. The returned product sample was evaluated and the tip of the sheath was observed to be damaged. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample ¿ buckling of the edges of the sheath were present ¿ the sheath and dilator were bent near the distal end the shape, location, and extent of the damage observed on the returned sample suggest that the microintroducer sheath was most likely damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported issue with 3 fr introducer upon insertion. From placer "I saved because it felt funny pushing it through the tissue, and when I broke the gray part it looked frayed¿. The event did not involve an urgent situation, the wire did not break or retain in the patient.